Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication as the drawer does not open. Drawers 05 and 06 were highlighted in yellow in the populate screen and do not respond when the locate button was selected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board was failed. A field service engineer replaced pyxis module controller board, but issue not resolved then replaced drawer controller board to resolve. The system functioned as intended after the field service engineer repaired the device.